Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The pump was received with cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 512 mg/dl. The customer treated with a manual injection. The customer stated that she switched the set 7 times in the last 3 days. The customer stated that every time she gave a bolus, the pump alarmed no delivery. The customer stated that the no delivery alarm was recurring. The customer stated that the issue has not been resolved. The customer will be sent a replacement pump.